Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was to be used for hemostasis during a duodenal procedure performed on (B)(6) 2012. According to the complainant, during the procedure, while attempting to deploy the first band, four bands released together. Reportedly, the bands deployed into the patient and were left to pass naturally. The physician withdrew the speedband device from the patient, and then the procedure was completed using a second speedband superview super 7 multiple band ligator. Additionally, the scope was in a retroflex position and the event resulted in a procedural delay of approximately one to five minutes. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being stable.

Manufacturer narrative:
It has been reported that the patient is over 18 years old. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.